Manufacturer narrative:
Gehc service personnel found collimator sticking. Adjusted collimator guides and lubricated all collimator moving parts. Collimator no longer has a sticking point. Re-booted system 10 times with no issues. System operating as intended.

Event description:
Customer reported iriis to large error message appears intermittently, alarm reset cleared message. No patient involved, always happened at boot-up.